Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the complaint received states the tip of the proximal femoral nail antirotation blade in question did not rotate after attaching it to the impactor in question. It was reported in being stuck and not being able to be removed from the impactor. The surgeon used another blade, but different size, attached it to the extraction screw for pfna blade, and inserted them into the patient. The operation was extended for 15 minutes, but there was no adverse consequence to the patient. This is report number 1 of 2 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. A device history review was conducted. The report indicates that there were no ncrs generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: impactor with proximal femoral nail anti-rotation (pfna) blade attached/stuck. The blade is indeed stuck on the impactor as reported. The impactor was examined. It also shows signs of usage but the relevant dimensions could not be verified or full inspection be conducted as it is impossible to disengage the jammed items. According to the manufacturing documentation for the blade, it was produced meeting all in process and release criteria in march 2010. It is likely that the connection between the impactor and the pfna blade was over tightened during assembly. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.